Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was a report of an infection. The factors that may have led or contributed to the issue remain unknown. It was reported that the stimulator was "exquisite" approximately 3 months after implant due to infection. There was a report that the device was explanted 3 months after implant. No other details were available and the patient was doing fine at the time of report. The issue was resolved at the time of the report. There was a report that a surgical intervention occurred. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.